Manufacturer narrative:
The reported event of high impedances/break was confirmed. Microscopic inspection of the return lead revealed a kink on the lead body with all internal wires were broken. The cause of the kink is consistent with an overstress condition or sudden event the lead may have been subjected to while in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14016. It was reported that the patient experienced ineffective therapy. Troubleshooting revealed high impedances on one lead. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the lead and anchor were explanted and replaced. It was noted during the procedure that both the lead and anchor were broken. Effective therapy established post-op.